Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, oversensing, and the lead appeared to be fractured. It was noted that impedance measurements were within normal range, but the signals did not appear to be sensed appropriately. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.